Manufacturer narrative:
Investigation conclusion: returns were requested but the customer declined. All available patient information was included. Additional patient details are not available. A review of complaints determined there are no trends for the complaint issue on the reported device lot. Testing was performed with retains of the complaint lot. The customers complaint was not replicated during in-house testing of lot t10996n. No issues with tni recovery were observed. Manufacturing batch records for lot t10996n were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported that on (B)(6) 2019, a (B)(6) male presented to their clinic for fasting lab work. The patient was tested on triage and produced a troponini result of 0.27ng/ml. Sample was repeated and produced troponini <0.05ng/ml. The patient had a bnp result of 10.90pg/ml. Customer stated the patient has a heart condition. Other test results were: iron 185, crp 5.38, bilirubin 0.31, lipase 104. Upon checkout of the facility, the physician referred patient to the ER if experiencing chest pains. No further information available.